Event description:
It was reported that the lateral and inferior edge of the device was pressing against the skin causing considerable discomfort and impending skin necrosis. Pocket was revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.